Event description:
It was reported the patient experienced pain after changing a tire with heavy lifting. Imaging taken in the field revealed the superion indirect decompression spacer had migrated. The patient underwent a revision procedure where the device was replaced.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.